Event description:
Journal reference: faucheron jl, bost r, duffournet v, dupuy s, cardin n, bonaz b, sacral neuromodulation in the treatment of severe anal incontinence. Forty consecutive cases treated in one institution, gastroenterol clin biol. May 2006;30(5): 669-672. Sacral neuromodulation is a recognized therapeutic option in severe anal incontinence from neurogenic origins, when medical treatment has failed. Twenty nine patients had a positive test and were implanted. Reportable event: the last complication in a patient occurred when the neurostimulator lost its change prematurely, so that it had to be replaced along with a new electrode, 3 years and five months after the first implantation. See mfg report # 2182207-2008-07948.